Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 500 mcg/ml unknown baclofen at a dose of 150 mcg/day via an implantable infusion pump for intractable spasticity. It was reported that the patient was in the emergency room (ER) on (B)(6) 2018 and had decreased consciousness. The emergency room hcp had wanted the pump to be turned to min rate to rule out any chances of the pump being the issue. The pump had just been turned to min rate. No further complications were expected or anticipated. Additional information was received from a business partner. It was reported that on an unspecified date the patient had been hospitalized for one day as a result of the reaction. As of (B)(6) 2018 the patient's decreased consciousness had improved. Additional medical history included spasms of the spine and a c5 sci (spinal cord injury).